Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material #302830 lot #5153888. Rcc received a complaint via email. Product information product code: 302830 product description: syringe hypo 20cc l/l bx/48 p33 lot/serial #: (B)(6) expiry date: 2030-05-31. Problem information please cite customer complaint # (B)(4) during sterile compounding, it was captured that an unknown contaminant was found within the 20 ml syringe being used. Product had already been pulled from multiple vials into the syringe (using filter needles) and then luer-lock transferred to 1 ml syringes when the contaminant was spotted. Because of the sterility needed of the product that came in contact with the unknown debris, the batch needed to be wasted and all of that syringe lot was segregated. The syringe affected was not able to be saved, but during investigation staff were able to take a photo of the contaminant, once removed from the syringe (it looks like a fragment of cardboard) no patients were harmed, but the batch was being prepared for an urgent need, so staff needed to work quickly to replace it. We do have segregated stock of that lot put aside. Occurrences: 1.

Manufacturer narrative:
An unknown contaminant was reported inside a 20 ml syringe. Because the physical sample was not returned, a comprehensive evaluation could not be performed. To support the investigation, one photograph was provided for review by the quality team. The image depicts a human finger with a brown, triangular-shaped stain. No additional information could be obtained from the photograph. A device history record review was conducted for material number 302830, lot 5153888. The review confirmed that no quality issues were detected during production that could have contributed to the reported condition. There were no related quality notifications, and all processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the photographic evidence, the customer¿s reported symptom is confirmed. However, without the physical sample for analysis, it was not possible to determine a probable root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.